Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous right superficial femoral artery (sfa). A 7.0 mm x 60 mm x 135 cm (4f) sterling balloon catheter was advanced for dilatation. During the initial inflation, immediately upon reaching 6 atmospheres, the balloon ruptured. The balloon ruptured. The device was removed, and the procedure was completed using a different device. No patient complications were reported, and the patient remained stable post-procedure.